Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found the top case was cracked by tube holder. No damage on bottom case. Plunger head was cracked by all screws. Occlusion testing was able to duplicate the reported problem as motor rate error was found. The root cause of the reported issue was found to be normal wear. A combination of motor assembly, leadscrew and clutch halves were found old, dirty and worn out. Replaced worm coupling, worm gear, motor bracket, delrin washer, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.